Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident of st elevation could not be conclusively determined.

Event description:
During a pfa/pvi procedure, st elevation was noted and self resolved about 2-3 minutes later with no intervention. On the ECG, the st elevation was noted when the volt catheter was in the left atrium through the agilis sheath. The catheter was not ablating at the time. The agilis and volt catheter irrigation lines were checked for bubbles, and none were seen. The procedure was completed with no adverse consequences to the patient. There were no performance issues with any abbott device.